Event description:
It was reported that approximately 29 years post-implantation, the patient underwent a hip revision due to poly wear. The acetabular components were revised. There was severe poly wear through the liner and the shell was also damaged. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6a: implanted 1996. D10: unk screw; cat# 00801802805 lot# 79820900 femoral head. Visual examination of the returned product identified both the liner and shell have worn through on one side, with a portion of the devices missing due to the wear. The devices show signs of implantation in the form of deformations, nicks, and gouges. Where measured, the devices were conforming. Heavy damage prevented additional measurements. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.